Manufacturer narrative:
Concomitant medical products: product ID 3889-28, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient also noted she has post-polio syndrome which was prior to implant. The patient reported she has had to self-catheterize to get out all of the urine. She has had a return of symptoms, which she stated was 2 bladder infections. One began on (B)(6) 2016 and the other began on (B)(6) 2016. The patient also noted that her current "wire", which was implanted on (B)(6) 2014, was attached to the wrong part of the bladder. She thinks the wire is attached to the bottom of the bladder and stated the bottom is not where she is having problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.